Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of the index procedure and currently were not reported. It was reported that approximately one year post implant the patient presented with lower leg pain. The CT revealed that there was occlusion resulting lower leg pain. The physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported. Review of returned cta¿s from approximately 15 months post-implant revealed that the bifurcate was positioned just below the lowest left renal artery. The ipsi limb was positioned within the left external iliac artery, and the flared contra extension was placed into the right common iliac artery. Beginning at the bifurcate flow divider the right/contra limb was totally occluded. The distal flow resumed in the right femoral artery. The ipsi limb was patent. The proximal stent graft od just below the renal measured 21mm, and just proximal to the flow divider was 22mm. Near the level of the gate, the minimum contra limb ID was slightly compressed down to 7mm x 12mm and the od across both limbs was 20mm. Aortic calcification was also seen near the gate. Just distal to the gate the contra ID opened to 15mm, and at the distal graft margin the contra limb od measured 22mm. Review of cta¿s from 16 months post-implant showed that the stent graft was in the approximate same configuration as the previous study. The contra limb was again occluded beginning at the flow divider, and was seen slightly compressed within the gate down to 7mm x 13mm. A fem-fem bypass was visible. The cause of the occlusion is uncertain. Earlier films post-implant, prior to the occlusion event, were not available for review. It is possible that the small and calcified aorta near the level of the overlapping gate may have compressed the contra limb enough to have contributed to the occlusion. This may also be due to a patient condition.

Manufacturer narrative:
(B)(4). Exact date of implant is unknown.